Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead threshold was high and intermittent capture was observed. The pace/sense portion of the lead capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.